Event description:
Customer reported that pump screen was dark and won't turn on. There was no reported impact to the customer's blood glucose level. Technical support instructed customer on troubleshooting steps, which were unsuccessful, resulting in a decision to replace pump under warranty. Customer intended to use multiple daily injections (mdi) as a backup therapy, and was also guided to return the malfunctioning pump to the company using a pre-paid label after entering it into storage mode.